Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that electromagnetic interference (emi) oversensing was noted on the patient¿s lead and implantable cardioverter defibrillator (ICD). No intervention was performed. There were no patient consequences noted.

Event description:
New information received noted that the emi oversensing was solely noted on the ICD.